Manufacturer narrative:
Concomitant medical products: integrip cc, cluster 52mm, g2 (cat# 186-01-52 / serial# (B)(4)). Wedge plasma s/o sz 8 (cat# 188-00-08 / serial# (B)(4)). Alteon 6.5mm screw, 25mm (cat# 180-65-25 / serial# (B)(4)). Biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal brief, on or about (B)(6) 2014, patient underwent a bilateral total hip replacement surgery, which included simultaneous right and left total hip arthroplasties. During the left total hip arthroplasty, patient was implanted with a novation integrip crown cup cluster-hole acetabular shell, a novation neutral connexion gxl polyethylene liner, a size 8 alteon tapered wedge stem (standard offset), and a 36 mm ceramic biolox femoral head (+0 offset). On or about (B)(6) 2020, x-rays revealed ¿considerable polyethylene wear bilaterally¿ with ¿some evidence of osteolysis.¿ patient¿s implanting orthopedist noted ¿this is very concerning at his age¿ and indicated ¿patient will need a revision surgery.¿ patient had two additional surgeon opinion, second medical opinion was on (B)(6) 2021 and third medical opinion was on (B)(6) 2021, both instances surgeons found significant wear of plastic liner and eccentric seating of the heads of the femoral components with respect to the acetabular cups bilaterally, reflecting polyethylene liner wear. Then, on or about (B)(6) 2021, patient underwent painful and risky left hip replacement revision surgery to remove the defective left-side gxl liner due to ¿polyethylene wear.¿ patient left-side gxl liner and femoral head were removed, and he was implanted with a new novation xle neutral polyethylene liner (32/52) and a 32 mm +3.5 biolox delta ceramic femoral head. Intraoperative findings included ¿an extensive pseudocapsule,¿ a ¿synovial scar with a tremendous amount of scar,¿ and a ¿large retroacetabular bone cyst.¿ additionally, a bone graft crouton was crushed up and placed through the screw holes ¿to pack the acetabular cyst.¿ the surgeon who performed the revision surgery noted ¿there was obvious wear of the polyethylene.¿

Manufacturer narrative:
Information added to d8. H6: investigation results - the revisions reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear after being implanted for 6+ years. It should also be noted that using a group 2 acetabular liner with a 36mm femoral head creates a combination of the largest available head and the thinnest available acetabular liner (for group 2), which is a risk factor for early wear and lysis specified in hhe2020-09-11-02. However, the reported wear and reason for revision cannot be confirmed as the devices were not available for evaluation and no pictures, radiographs, or medical records were provided at the time of this evaluation.